Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the lens has defect in the haptic part at the attachment to the optic. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Provided photo shows an iol on a lens case base, outside of the well. One haptic appears to be broken and folded over the optic. The other haptic appears to be bent and its tip is over the optic. The complainant indicates the use of non company ovd as a viscoelastic which is not qualified for use with the associated iol model. Based on our observation of the attached photo, one haptic appears to be broken and folded over the optic, the other haptic appears to be bent and its tip is over the optic a definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).